Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: blower temperature high" alarm had occurred. The device was in use on a patient at the time of the reported issue was discovered. The sales representative visited the facility and retrieved the ventilator. The device remained operational while the alarm was active, and no therapy delays or additional medical interventions were reported aside from the ventilator exchange. It was noted by the medical examiner that the device was started to be used when the patient¿s overall condition was not very good. It was stated that the device alarms and device replacement are not believed to be directly related to the death. The patient subsequently died from aspiration pneumonia. It was reported that a "check vent: blower temperature high alarm had occurred. This investigation is ongoing.

Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2026-100364. The investigation will be documented under MFR report number 2518422-2026-100364. Therefore, this complaint no longer meets reportability requirements.